Event description:
The user facility reported a patient on impella cp support expired after the patient¿s condition worsened due to vascular damage that occurred when extracorporeal membrane oxygenation was removed. Vascular repair procedure was performed but the patient continued with bleeding at the site of the vascular injury. Heparin was used in the impella purge but it could not be determined if the heparin in the purge exacerbated the situation for the patient.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.